Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 20mm sapien3 valve in a previously implanted non edwards valve, the wire was crossed through the previously implanted valve frame and then through the side of the inflow, instead of the valve orifice. Upon deployment, the sapien 3 valve was 'crushed' between the prosthesis and the aortic root, and both devices were noted to be deformed upon inflation. The balloon was trapped between the frame of the non edwards valve and was unable to be withdrawn. The patient went into cardiogenic shock and expired. Post procedure, the commander delivery system was inspected and there were no damages noted and the balloon was functioning normally.

Manufacturer narrative:
Correction to section h6. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following : guide wire was seen placed through pre-existing [percival s] valve; commander delivery system was then seen navigated over guidewire and positioned at annulus; post deployment of commander s3 valve into pre-existing percival s valve; commander attempted withdrawal of delivery system after valve deployment; from the returned imagery provided, it can be seen that the percival valve is distorted soon after the deployment of the s3 valve and continues to be distorted as attempted withdrawal attempts are made. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. During manufacturing, the delivery system were 100% visually inspected for any defects. Additionally, the work order underwent product verification testing as a requirement for lot release. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to withdrawal difficulty and device interaction with pre-existing device. A review of the complaint history from june 2020 to may 2021 revealed additional similar complaints for withdrawal difficulty and device interaction with pre-existing device for commander delivery system (all models and sizes). The complaints were confirmed, but no manufacturing no-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for withdrawal difficulty and device interaction with pre-existing device were confirmed. A review of DHR, lot history, and manufacturing mitigations did not reveal any manufacturing non-conformances that could have contributed to this case event. As reported, ''while placing the guidewire in the left ventricle, the blood pressure was very low. Therefore, it was decided to place the valve and inflate rapidly. Unfortunately, the guidewire crossed through the frame of the perceval s prosthesis and then through the side of the inflow, instead of through the valve orifice. Due to this, when the sapien 3 valve was deploy, the commander balloon and sapien 3 valve crushed the perceval s prosthesis.'' Per imagery captured, prior to the deployment of the valve, angle of angio taken showed that the guidewire was properly place through the pre-existing valve. Due to patients' condition, team felt a need to place the valve and inflate rapidly. Through subsequent images taken post valve deployment, angio confirmed that correct guidewire placement through pre-existing valve was not achieved. As a consequence of incorrect guidewire placement, the deployed valve did not expand within the pre-existing valve but to the side of it. Thus, leading to the reported negative interaction with pre-existing implantable device. As reported, ''the commander delivery system balloon was deflated, however, it did not retain the low-profile shape and became bulky enough to get trapped between the twisted metallic structure. Therefore, it was not possible to retrieve the commander delivery system because the balloon seemed to be stuck between the frame of the perceval valve.'' From the imagery provided, when trying to withdraw the deflated balloon from the valve, the crushed pre-existing valve and deployed s3 valve were crushing/holding the delivery system in place. It is possible that during guidewire placement, the initial view of the guidewire in relation to the pre-existing percival valve did not adequately show proper tracking through the bio prosthesis. This likely lead to the subsequent valve deploy next to the existing valve and not within it, consequently trapping the delivery system and preventing withdrawal. Available information suggests that procedural factors (inadequate tracking of guidewire, delivery system caught on improperly deployed valve) likely lead contributed to the reported case event. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no product risk assessment escalation and corrective/preventative actions are required.